Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up report will be submitted.

Event description:
It was reported that the touch screen on the device became unresponsive.